Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed and no anomalies were found. The inner and outer insulation of the lead were extrinsically breached due to a cut. Some portions of the outer insulation of the lead were extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage. The returned lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the high impedance described in the event. There were no anomalies observed on the returned lead. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with explant damage including a cut to the outer and inner insulation. Blood ingress was not observed on the return lead therefore it is unlikely the extrinsic cut occurred during the implant. (B)(4).